Manufacturer narrative:
Device fragment in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while the sounding feeler probe was being used in the vertebral body, the tip of the instrument broke and was left inside the vertebral body. X-ray was done to confirm the exact location of the broken tip of the instrument. The results of this x-ray are unknown currently.